Event description:
It was reported that upon interrogation, the patient received a notifier for ventricular high impedance. Lead impedance testing was performed and all measurements were within range. The lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.